Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the cuff of the endotracheal tube would not remain inflated. The alleged issue was detected during pre-testing and prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Visual examination of the returned et tube revealed that the et tube appeared to be used as biological material was present on the exterior of the extruded tube as well as on the cuff. Tooling marks could be seen on the inflation valve. Microscopic examination revealed that a small cut was present on the cuff. No other defects were observed. A functional leak test was performed and the cuff inflated and immediately deflated. The et tube was then submerged underwater and re-inflated. The leak could be seen exiting the small cut in the cuff. No other leaks were detected. The reported complaint of a leak from the et tube cuff was confirmed based on visual inspection and functional testing of the returned sample. A small cut was observed in the cuff which resulted in a leak during functional testing. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation during manufacturing. This type of defect would have been detected during the final inspection testing. Other remarks: the returned et tube showed evidence of use. Therefore, a potential root cause could not be determined based upon the information provided and the observed damage. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the cuff of the endotracheal tube would not remain inflated. The alleged issue was detected during pre-testing and prior to patient use.